Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: in process of full calibration of this ventilator , find test not pass. The "o2 input flow test failed." Try to swop o2 mixer valve then calibration ,this ventilator can use to be normally. No patient involvement.